Event description:
The physician encountered resistance when attempting to deploy the stent. The physician tried several times to deploy the stent without success. The device was removed from the patient and it was noted that the microdelivery catheter distal section was broken and leaking outside the patient. Another stent was used to complete the procedure. There was no clinical consequence to the patient.

Event description:
The physician encountered resistance when attempting to deploy the stent. The physician tried several times to deploy the stent without success. The device was removed from the patient and it was noted that the microdelivery catheter distal section was broken and leaking outside the patient. Another stent was used to complete the procedure. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the microdelivery catheter was severely compressed on its distal shaft at the stent location and just proximal and distal to the stent location. The microdelivery catheter proximal shaft was stretched distal to the strain relief. The strain relief was removed and the microdelivery catheter was also stretched in this region. Due to the stretching, the proximal shaft was separated under the strain relief, though the inner braided tubing was still intact. The stabilizer was kinked and separated on its proximal shaft at 16.8cm from proximal end and bent in two places along its length. The stabilizer was kinked on its distal shaft 10.0cm from its distal end and appeared to have been kinked first then separated. The stent was within the microdelivery catheter in its intended location. Due to the anomalies noted on the device the stent could not be deployed therefore, a 0.020" mandrel was used to push the stent out of the microdelivery catheter. The stent was found to be conforming to its visual specifications. The rotating hemostasis valve was also returned with the device, no anomalies were found. From the condition of the device it appeared that excessive force was used in handling the device. No other anomalies were observed. Due to the damages noted, a functional analysis was unable to be performed. The anomalies noted to the device are most likely due to high friction encountered. The friction may have caused the physician to apply excessive force to the device. This tensile force in the microdelivery catheter can cause stretching of the microdelivery catheter and the corresponding compressive force in the stabilizer can lead to the damages observed. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. As these are considered to be an anatomical factor, the most likely cause of the reported event is operational context.

Manufacturer narrative:
(B)(4) for the reported event of shaft break and leaking. Additional information was obtained from the user facility indicating that the patient's anatomy was difficult to maneuver in the area of the lesion and continuous flush was maintained.